Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co found the returned component that was listed as pn 0422 was actually pn 0616. Also only one component was returned. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the doctor's office.

Event description:
Distributor reported that two abutments broke in function. No pt info was provided.